Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient stopped hearing with the device after hitting his head. Re-implantation is considered.

Manufacturer narrative:
Based on the information received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary.

Event description:
The patient stopped hearing with the device after hitting his head. Re-implantation is considered.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The patient stopped hearing with the device after hitting his head. There was not residual swelling, the skin flap was ok. User has been reimplanted on the (B)(6) 2018.